Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.